Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered therapy but rhythm was not converted. The therapy was exhausted and the rhythm was suspected to be supraventricular tachycardia (svt). Boston scientific technical services (ts) recommended further review, there is no known intervention done as of this time. This device remains in service. No adverse patient effects were reported.